Manufacturer narrative:
Follow up report 002 ref natus complaint # (B)(4). The affected part was returned from the customer. Upon evaluation it was found that a cap (c8) is badly burnt and inductors l3 and l4 are damaged as well. There appears to be no liquid contamination to the circuit board and no physical to the housings. The customer did not return the power supply with the unit, therefore unable to evaluate it. Ebs diagnostics show "electronic failure." Acceptable risk associated with the complaint as per line 2.2 in (B)(4) embla risk analysis spreadsheet. No death or serious injury, considered a customer inconvenience. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Closure rationale: complaint verified, being tracked as a trend. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Embla mdrive unit - mdrive sparked/smoked when turned on. No injuries were reported.

Event description:
Embla mdrive unit - mdrive sparked/smoked when turned on. No injuries were reported.

Manufacturer narrative:
Follow up report 001 ref natus complaint # (B)(4). Affected part has been requested to be returned for evaluation. The affected part has not been returned to date. Section d4., included unique identifier (UDI): (B)(4).

Manufacturer narrative:
Initial report ref natus complaint # (B)(4). (B)(6) 21 it was noted that the md-drive switched was turned on made a popping noise. It immediately smelled of plastic and started smoking. No injuries were reported. Affected part has been requested to be returned for evaluation.

Event description:
Embla mdrive unit - mdrive sparked/smoked when turned on. No injuries were reported.